Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip becoming entrapped in the chordae and causing a chordal rupture. It was reported that a mitraclip procedure was performed to treat mixed mtiral regurgitation grade 3-4. The mitraclip xtw (lot # 20214r178) had good positioning and trajectory above the valve. However, during medial grasping attempts the clip became extremely stuck in the chordae. The clip was inverted but could not be retracted in the atrium. The decision was made to deploy the clip where it was stuck. The clip was deployed on the leaflets and the mr was reduced to 1-2. A chordal rupture was suspected. No further action was taken and the procedure was ended. No additional information was provided

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported clip caught on chordae was due to procedural circumstances during grasping. The reported tissue injury (chordal rupture) appears to be related to the clip entrapment. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.